Event description:
The surgical fiber was reported as not working after 140 joules of use during a prostate procedure. No additional info was available. There was no report of pt injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture at the fiber/cap fusion zone; independently of the metal cap. Char and severe detritus on the metal cap and devitrification of the output window were also observed. The glass cap exhibits char and devitrification. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/ user handling, due to anatomical/procedural factors encountered during the procedure.